Event description:
It was reported that the patient felt uncomfortable and went to hospital. After examining, the doctor suspected the lead dislodged. Surgery was performed to re-connect the lead to the device, but found it could not fix. The doctor complained about the connector problem. The device was explanted and replaced the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that there was a missing set screw part.